Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had a scratch in his pump display from the edge of the battery status icon to the hour on the time. Customer's blood glucose was 90 mg/dl at the time of the incident. Customer stated that it is sometimes hard to read the screen. Customer does not want to go through anymore troubleshooting. Customer was advised to monitor the pump.